Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the IV pump channel caused a hole in the unspecified bd¿ IV tubing, and the replacement tubing also developed a hole. The following information was provided by the initial reporter: "IV pump channel on far right reportedly caused a hole in the IV tubing. Tubing was switched out and new tubing also developed a hole. IV pump channel door was found to be a little sharp and caused a shear hole in the IV tubing. The door latch was replaced on the device and a full pm performed, and the device was returned to service."

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the IV pump channel caused a hole in the unspecified bd" IV tubing, and the replacement tubing also developed a hole. The following information was provided by the initial reporter: "IV pump channel on far right reportedly caused a hole in the IV tubing. Tubing was switched out and new tubing also developed a hole. IV pump channel door was found to be a little sharp and caused a shear hole in the IV tubing. The door latch was replaced on the device and a full pm performed, and the device was returned to service."